Event description:
It was reported the patient experienced cardiac complications, coincident with automated peritoneal dialysis therapy. The cause of the cardiac complications was unknown. On an unreported date; the patient was hospitalized for the cardiac complications, is currently intubated (receiving respiratory support), and is unresponsive. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.